Event description:
The customer reported that the 840 ventilator is inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bd cable assembly. The unit passed extended self-testing.